Manufacturer narrative:
Pt info: - unk. This product is not marketed in the us. (B)(4). Word order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -02.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. Patient complained of circles over the light. On (B)(6) 20218 the lens was explanted. Post op 1 week patient's eye is quite. No complaints of halos post operative.

Manufacturer narrative:
Corrected data: device manufacture date corrected to: "11-jan-2018". (B)(4). Additional data: device evaluation: lens was returned dry, in lens case/vial. Visual inspection found no visible damage to lens surface. (B)(4).